Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726957 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity testing revealed intact electrode wires without any detachment or breakage. The test lab guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. In conclusion, the reported foreign material issue was not observed/reproduced with the returned catheter. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preoperative preparation, the pscc100 pulseselect catheter could not be used as intended because the lumen at the tip appeared to be blocked by plastic, preventing a wire from being fed or backfed through the tip. The catheter was otherwise behaving normally. The catheter was exchanged for another catheter, through which the same wire was able to pass smoothly, confirming the issue was with the original catheter. Even after the procedure, no wire could be fed or backfed through the tip of the defective catheter. There was no patient involved.